Event description:
It was reported that the 9900 system had communication and fast stop error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ffb and gib were replaced and the power supply voltage adjusted during the service call. The system was tested and found to be working as intended and put back into service.